Event description:
The patient¿s father reported the patient went to the emergency room with high blood glucose levels. The father could not remember the exact blood glucose level, but stated it was ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod for between 4 and 24 hours on an unspecified location. They could smell insulin and the pod was leaking. They had attempted to give several corrections, but the blood glucose level continued to rise and the patient experienced vomiting and had ketones (unspecified specific ketones test and result) so they went to the hospital. The patient was treated at the hospital with insulin (route unspecified), unspecified intravenous fluids, removing the old pod, and applying a new pod. The patient was discharged from the hospital after approximately 7 hours. The old pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.